Event description:
It was reported that during a laparoscopic gastric bypass procedure on the eighth firing. The device partially fired and locked out. The device cut and stapled. The staples were not formed. Another device was pulled to complete the case, and the device would not fire at all. Another device was used to complete the case with no patient consequence. Two devices are being returned.